Manufacturer narrative:
The investigation determined that a lower than expected vitros sodium (na+) result was obtained from a non-vitros quality control fluid. The likely cause was a suboptimal vitros na+ calibration. Recalibration of vitros na+ lot 4205-0964-8890 resolved the issue. The cause of the suboptimal calibration was not determined, but could be related to improper calibrator fluid preparation, aged reference fluid reservoir and improper storage & handling of the na+ slide cartridge. It is also possible that sub-optimal fluid quality due to improper pre-analytical handling could have contributed to this event. The investigation did not identify a malfunction of the vitros 350 chemistry system.

Event description:
A customer obtained a lower than expected vitros na+ result from a non-vitros proficiency fluid, using vitros na+ slide lot 4205-0964-8890 on a vitros 350 chemistry system. Proficiency fluid result of 142 mmol/l versus expected na+ result of 162 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. The customer made no allegations that patient sample results were affected. There was no report of patient harm as a result of this event. (B)(4).